Event description:
During review of programming history, it was noted that a faulted diagnostic test occurred that altered device settings. The settings were not corrected prior to the patient leaving the office visit. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Review of programming history.